Manufacturer narrative:
The product and protector component associated with this reported event were not returned for examination. A search of the complaint database did not show any additional reports against the lot code. The root cause of the reported blue protector left in the knee is attributed to user error. The investigation could not draw any conclusions about the root cause of the reported poor range of motion; however, the reported blue protector being left in the patient is a likely contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain associated with limited range of motion. During the revision, it was discovered that the blue poly protecter had been left on the tibial tray at the time of implantation.